Event description:
This is a report of a home patient (hp) who acquired a blood infection and subsequently died coincident with peritoneal dialysis (pd) therapy. On the same day as the onset of the blood infection, the patient was hospitalized. The following day, dianeal therapies were withdrawn. On an unreported date, while in the hospital, the patient was treated with unknown antibiotics (dose, route, frequency, and duration not reported) for the infection in blood. Two days after being admitted to the hospital, the patient was discharged. The cause of the blood infection event was unknown. On an unknown date, all medications were withdrawn and the patient was placed in hospice care. On an unreported date, the patient died. The cause of death was reported to be unknown. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.